Manufacturer narrative:
(B)(4). Reported event was confirmed as procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02751, 0001825034-2023-02752, 0001825034-2023-02753.

Event description:
It was reported a patient experienced a fall, leading to dislocation of a left shoulder arthroplasty on an unknown date. The shoulder was left in the dislocated position for several days and after unsuccessful attempts of a closed reduction, the patient underwent a conversion to a left reverse total shoulder arthroplasty approximately a month ago. Subsequently, a day later, the patient developed a dvt in the forearm that was successfully managed by a cardiovascular team and no further complications have been reported. No further infomation is known at this time.